Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was received from the boston scientific representative, indicating that this pacemaker device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. No additional details from the facility are available. Product return status is unknown per the boston scientific representative.

Manufacturer narrative:
This report is being submitted to update a1 (patient identifier) b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (describe event or problem), d6b (explant date), d8 (device avail for evaluation), d9 (returned to manufacturer date), h1 (type of reportable event), h2 ( follow-up, what type) h6 (impact codes), h7 (remedial act, type), and additional MFR narrative). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
This report is being submitted to update section: h2, and h11. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically because the reported observation(s) were traced to the device, but a specific cause could not be determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. New information was received from the boston scientific representative, indicating that this pacemaker device was surgically explanted. Besides surgical intervention, no adverse patient effects were reported. No additional details from the facility are available. Product return status is unknown per the boston scientific representative.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.